Event description:
It was reported that pump malfunction occurred with malfunction alarm 12 and associated fault information, with no notable events happening beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, and successfully reset malfunction with assistance from technical support; no additional outcome information was reported.